Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic stated that the customer received a critical pump error/ open book image, pump error 23 and 24. The customer also stated that the pump was exposed to MRI. No further patient complications were reported. Troubleshooting was performed, the customer had 20 critical pump errors, however, the customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, the backup vcc voltage has an abnormal drop below the 2.9v threshold suspecting hardware issue. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. During download history review no relevant alarms confirm in download history files to confirm complain code. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Problem isolated to electronic assemblies. The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage, cracked case (battery tube), cracked case-corner of belt clip rails and scratched case. In conclusion, customer concern for critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm and pump error 23 were not confirmed. Pump error 24 was confirmed due to hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.